Manufacturer narrative:
(B)(4). A follow-up report will be submitted if additional information becomes available.

Event description:
A consumer reported a quantity of 12 minicaps in which the sponge in the minicap was brown, but dry. The product is stored in a desk next to the patient's bed. The consumer stated the temperature in the house is set at 77 degrees farenheit. The package was not opened or damaged prior to use. The consumer is using a new box of minicaps with no reported problems. No further information was provided. This is report 3 of 12.

Manufacturer narrative:
(B)(4). The root cause of the customer report of a dry minicap sponge was undetermined. The sample was not returned for evaluation. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to watch for similar occurrence trends and will take corrective/preventive action as appropriate.